Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-jan-2024. The most recent information was received on 12-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain +++ to begin with") in a 44 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced vaginal discharge ("translucent mucus-like vaginal discharges"), breast pain ("painful breasts") and feeling cold ("significant chilliness"). In (B)(6) 2021 she experienced pelvic pain (seriousness criterion medically important), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), hypermenorrhoea ("hypermenorrhoea"), loss of libido ("loss of libido"), myalgia ("diffuse muscle"), arthralgia ("joint pain/ hip pain / aankle pain/ hip / elbow / wrist pain"), tendon pain ("tendon pain"), dizziness ("dizziness"), migraine ("migraines"), dry eye ("dry eyes"), dry mouth ("dry mouth"), burnout syndrome ("burnout"), depression ("depression"), diabetes mellitus ("diabetes"), rheumatoid arthritis ("rheumatoid polyarthritis"), unilateral leg pain ("persistent pain, significant in the right leg (especially)/ finger pain/ feet pain / toes pain") and neck pain ("disabling neck pain"). On unknown date she experienced urinary tract disorder ("urinary issues") and hand pain ("finger pain"). At the time of the report, the outcomes for pelvic pain, bleeding menstrual heavy, hypermenorrhoea, loss of libido, vaginal discharge, breast pain, feeling cold, urinary tract disorder, myalgia, arthralgia, tendon pain, dizziness, migraine, dry eye, dry mouth, burnout syndrome, depression, diabetes mellitus, rheumatoid arthritis, pain in extremity and neck pain were unknown. No causality assessment was received for essure with regard to pelvic pain, bleeding menstrual heavy, hypermenorrhoea, loss of libido, vaginal discharge, breast pain, feeling cold, urinary tract disorder, myalgia, arthralgia, tendon pain, dizziness, migraine, dry eye, dry mouth, burnout syndrome, depression, diabetes mellitus, rheumatoid arthritis, unilateral leg pain, neck pain or hand pain. The reporter commented: diagnostic delay for several years, always a good reason to believe it is something other than the implants causing all these problems! Very few doctors are aware (or have not inquired about) and invested. Today, after several years of suffering, I need to know! I also have done a toxicology test, I am waiting for the results. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain +++ to begin with") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced vaginal discharge ("translucent mucus-like vaginal discharges"), breast pain ("painful breasts") and feeling cold ("significant chilliness"). In (B)(6) 2021 she experienced pelvic pain (seriousness criterion medically important), bleeding menstrual heavy (" menorrhagia (heavy menstrual bleeding)"), hypermenorrhoea ("hypermenorrhoea"), loss of libido ("loss of libido"), myalgia ("diffuse muscle"), arthralgia ("joint pain/ hip pain / aankle pain/ hip / elbow / wrist pain"), tendon pain ("tendon pain"), dizziness ("dizziness"), migraine ("migraines"), dry eye ("dry eyes"), dry mouth ("dry mouth"), burnout syndrome ("burnout"), depression ("depression"), diabetes mellitus ("diabetes"), rheumatoid arthritis ("rheumatoid polyarthritis"), unilateral leg pain ("persistent pain, significant in the right leg (especially)/ finger pain/ feet pain / toes pain") and neck pain ("disabling neck pain"). On unknown date she experienced urinary tract disorder ("urinary issues") and hand pain ("finger pain"). At the time of the report, the outcomes for pelvic pain, bleeding menstrual heavy, hypermenorrhoea, loss of libido, vaginal discharge, breast pain, feeling cold, urinary tract disorder, myalgia, arthralgia, tendon pain, dizziness, migraine, dry eye, dry mouth, burnout syndrome, depression, diabetes mellitus, rheumatoid arthritis, pain in extremity and neck pain were unknown. No causality assessment was received for essure with regard to pelvic pain, bleeding menstrual heavy, hypermenorrhoea, loss of libido, vaginal discharge, breast pain, feeling cold, urinary tract disorder, myalgia, arthralgia, tendon pain, dizziness, migraine, dry eye, dry mouth, burnout syndrome, depression, diabetes mellitus, rheumatoid arthritis, unilateral leg pain, neck pain or hand pain. The reporter commented: diagnostic delay for several years, always a good reason to believe it is something other than the implants causing all these problems! Very few doctors are aware (or have not inquired about) and invested¿ today, after several years of suffering, I need to know! I also have done a toxicology test, I am waiting for the results. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-jan-2024. The most recent information was received on 21-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain +++ to begin with") in a 44 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced vaginal discharge ("translucent mucus-like vaginal discharges"), breast pain ("painful breasts") and feeling cold ("significant chilliness"). In (B)(6) 2021 she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) and hypermenorrhoea"), loss of libido ("loss of libido"), myalgia ("diffuse muscle"), arthralgia ("joint pain/ hip pain / ankle pain/ hip / elbow / wrist pain"), tendon pain ("tendon pain"), dizziness ("dizziness"), migraine ("migraines"), dry eye ("dry eyes"), dry mouth ("dry mouth"), burnout syndrome ("burnout"), depression ("depression"), diabetes mellitus ("diabetes"), rheumatoid arthritis ("rheumatoid polyarthritis"), pain in extremity ("persistent pain, significant in the right leg (especially)/ finger pain/ feet pain / toes pain") and neck pain ("disabling neck pain"). On unknown date she experienced urinary tract disorder ("urinary issues"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, loss of libido, vaginal discharge, breast pain, feeling cold, urinary tract disorder, myalgia, arthralgia, tendon pain, dizziness, migraine, dry eye, dry mouth, burnout syndrome, depression, diabetes mellitus, rheumatoid arthritis, pain in extremity or neck pain. The reporter commented: diagnostic delay for several years, always a good reason to believe it is something other than the implants causing all these problems. Very few doctors are aware (or have not inquired about) and invested. Today, after several years of suffering, she needs to know. She also has done a toxicology test, she is waiting for the results. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2024: quality safety evaluation of ptc. Upon internal review, the event hypermenorrhoea was deleted and added together with menorrhagia (heavy menstrual bleeding). The event finger pain was also deleted and added together with persistent pain, significant in the right leg (especially)/ finger pain/ feet pain / toes pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.